Manufacturer narrative:
H3. Analysis found that the ins (B)(6) was functionally ok and there were insignificant anomalies. Evaluation results code : c20 no longer applicable evaluation method code: b17 no longer applicable medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient was scheduled for a pump replacement due to eri <(><<)>10 months. During a recent clinic visit for a maintenance pump refill, he had reported issues with his spinal cord stimulator randomly providing suboptimal relief and the device shutting off randomly. He was instructed by the physician assistant to contact a medtronic representative to help troubleshoot this issue, but he had not yet done so. When discussing his pump replacement, he had requested to have his spinal cord stimulator generator replaced at the same time to avoid two separate surgeries. The office submitted a prior authorization to have both of these done at the same time and it was approved. Prior to his surgery today, I interrogated his device. Recharge sessions were appropriate, device was on, and impedances were wnl. The leads were unchanged. 97714 generator was replaced with a 97715.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the ins would turn itself off within 48 hours after they recharged. They stated that they had to use the controller to turn the device back on. The patient noted that they have to keep their hand held "regulator" with them at all times to turn the ins back on if it turns off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. The reason for call was pt said their stimulation turned off and an hour later turned back on but at about 50% of what the stimulation was at before. Pt said that this was the third time that it had just shut off in the middle of the day but this time they were at their doctor's office who redirected them to call pats (pt said first time was back in february and they didn't think much about it). Their hcp was wondering if the battery had a short or was acting up. Pt said their patient programmer was at their home (2 hours away) when their stimulation turned off. Pss redirected the pt back to their hcp for a rep to pull reports for the ins. Pss reviewed the role of the rep and provided pt with nas number for the hcp to page a rep.